Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00642.

Manufacturer narrative:
Results: the 3maxc was fractured approximately 24.5 cm from the hub inside the jet7. Conclusions: evaluation of the returned jet7 confirmed that the catheter was fractured on the proximal end. If the jet7 is forcefully retracted against resistance, damage such as a fracture may occur. Further evaluation of the returned jet7 revealed a 3maxc inside the jet7, and a non-penumbra device inside the 3maxc. These devices were not removed from the fractured jet7, in order to prevent damages that did not contribute to the reported complaint. In addition, there was no damage to the distal shaft of the returned jet7, and therefore, the reported jet7 fracture at the distal end could not be confirmed. Evaluation the returned 3maxc revealed that the catheter was fractured inside the jet7. This damage likely occurred due to the jet7 fracture during the procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00642.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system 3max reperfusion catheter (3maxc) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the neuron max into the patient, then used the 3maxc to bring up the jet7 to the treatment site through the neuron max. The physician then completed one pass using the jet7. While removing the jet7 from the crosscut valve of the neuron max after completion of the pass, the jet7 fractured at the distal end. The procedure was completed using other devices. There was no report of an adverse effect to the patient.